Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 504 mg/dl, 176 mg/dl, and 231 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received empty, the jaws bent and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Please note that this findings are unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jaw would not open when clamping the tissue. The jaw was opened by opening the handle by hand. Another device was used to complete the case. There were no adverse consequences to the patient.